Manufacturer narrative:
As of (B)(6) 2020 returned product and retained samples from the same lot were submitted to the lab for testing with no defects noted. Also, supplier of the raw materials (tape that is used for the butterfly closures) evaluated retains of the lots associated with this complaint with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
The initial report on (B)(6) 2020 consumer informed that after 1 day of use product caused a burn like reaction and a blister in the skin where the product adhesive touched. The consumer stated on completed cir received on (B)(6) 2020 that she consulted with dermatologist and also added that the wound healed after 14 days.